Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 25ga 5/8in and syringe were separated and leaked. The following information was provided by the initial reporter: patient who came in today for an injection of canakinumab 300 mg. No problem during the preparation. At the time of the injection, patient was pricked but at the time of injecting the product, the needle and syringe became misaligned, the product was not injected, the face of the ide was sprayed by the product.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 180103. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation by our quality engineer team. The retained needles were assembled onto a bd emerald syringe by positioning the hub onto the syringe tip with a slightly rotational movement. Each of the samples fit the syringe per specifications and no signs of leakage were detected. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that needle 25ga 5/8in and syringe were separated and leaked. The following information was provided by the initial reporter: patient who came in today for an injection of canakinumab 300 mg. No problem during the preparation. At the time of the injection, patient was pricked but at the time of injecting the product, the needle and syringe became misaligned, the product was not injected, the face of the ide was sprayed by the product.